Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. The customer was advised by philips technical services to replace the data acquisition (da) to motor controller (mc) cable. The customer replaced the defective cable, da to mc pcba (printed circuit board assembly) to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the device displayed errors indicating a spi (serial peripheral interface) bus failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.